Event description:
Account reported an incident "last week" in which slip fit luer adapter disconnected from catheter during use on a child. Per account, "there was not a tight connection. The line clotted off but rptr was able to save it using urokinase." No other adverse events reported. Per account, "this is the first adverse events reported. Per account, "this is the first time co has had this happen."